Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: response received: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. Were you able to identify where the leak was coming from? Valve. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a laparoscopic lar procedure, air leaked in about 30 minutes. A boo sound was heard from the device. A forceps was inserted to the device. The gas consumption rate was 9mmhg. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b and c) were returned in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, each was functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.